Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while the customer was attempting to input the transmitter ID, the pump touch screen was unresponsive. Reportedly, the customer was unable to toggle between the alphabetic and numeric keypads. There was no known impact to the customer's blood glucose level. The customer reported that the issue was resolved and the pump would continue to be used for insulin therapy.